Event description:
Left-side capsular contracture baker grade 3.

Manufacturer narrative:
The device was returned intact and functional; upon return, the device gel was noted to be cloudy; the device weighed 0 g over specification.